Event description:
A patient adverse event was received from FDA through their user medwatch program reporting the following: I went through the eye lasik procedure here in (redacted). I want to say that this has been one of my biggest regrets. My vision is disturbing to say the least. I now have floaters, blurry vision, halos around lights at night and my vision is 20/30 and will probably never heal to 20/20. On the post surgery appointments with the doctor that did the procedure, I would constantly tell him that my vision is not 20/20 and that my vision was still blurry. He would reply back by saying that my vision probably still adjusting and it will get better. But it never did. I am sad to know that my eyes are probably ruined and I regret event putting myself in the hands of that doctor. I wish I could take it all back. I would choose to use glasses in a heart beat.

Manufacturer narrative:
(B)(4):identification of the reporter, the clinic and the product was not provided. No further information is avaiable. All pertinent information available to amo has been submitted.  (B)(4): placeholder.